Event description:
A medtronic representative reported that, while in a spine procedure, successful registration was acquired. When beginning to navigate following an o-arm spin, the software unexpectedly exited, twice. The navigation system was re-booted, selected a standard profile, another spin was taken with successful registration and the surgeon continued the procedure to a successful completion with the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site.medtronic representative, following-up at the site, reports upgrading the system and the system is performing as expected. No further issues reported; system is functioning normally. No patient files/logs have been returned to manufacturer for evaluation.